Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting the top and bottom lip with 0.6ml of juvéderm® volift® with lidocaine. Immediately after the injections the patient experienced ¿bruising to the left upper medial lip.¿ injections were stopped, and the area was massaged. Capillary refill time was <3s, with no pain reported by the client in the area. Later that same day the hcp follow up with the patient who confirmed that the bruising had spread to the upper lip, but no pain was reported. The hcp instructed the patient to go back the clinic for further review. The patient returned to the clinic and capillary refill was 4 seconds in the upper and upper medial lip. The patient¿s lips were assessed and confirmed the suspected vascular occlusion and directed to dissolve with hyalase. Symptoms status is unknown.